Manufacturer narrative:
A review of the logs for the architect c16000 serial c1600204 was performed and found multiple error code 0550- cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure and 3375- unable to process test, aspiration error occurred. The customer performed the suggested troubleshooting, however the issue persisted. Field service performed significant troubleshooting and replaced multiple parts including a reagent/sample valve which resolved the issue. The service history of the architect c16000 serial c1600204 verifies no subsequent issues have been reported and no contributing factors in the month prior related to the reagent/sample valve. A review of the clinical chemistry data revealed no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The c16000 erratic result rate is within acceptable limits with no adverse trends identified. A review for similar complaints identified no adverse trends of reagent/sample valve part. Labeling was found to be adequate for the complaint issue. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a false elevated calcium of 17.2 mg/dl on a patient sample that repeated 9.8 mg/dl when processing on the architect c16000. The account uses a calcium reference range of 8.5 to 10.5 mg/dl. No impact to patient management was reported. No specific patient information was provided.